Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they had met with their oncologist multiple times since they had the implant, and they had been talking to someone on the phone and had been making therapy adjustments. The patient stated that they can only tell if the ins was working when they can used the "remote" to adjust the level. The patient also stated that they were having a return of symptoms, but not as bad as it was. The patient mentioned that they had stroke, and they cannot tell if they had to urinate or had to have a bowel movement because they are paralyzed on their left side. Their healthcare provider (hcp) told them that their ins was still working. The patient added that they couldn't tell if the ins was working or not, and mentioned that if they changed their diaper every 2 to 3 hours it had urine. The agent received a call later the same day from the patient in regards to the same issue pr eviously reported. The caller stated that they were unsure if the ins was working. The caller stated that they had been having issues with uncontrollable bowel movements. The caller stated that they had no control of their bodily functions. The caller stated that they were not to the point where they were soiling their diaper shortly after eating. The caller stated that they were even unaware of when they passed gas until they smell it. The caller mentioned that they had had three strokes and when they were in the hospital they would be urinating a lot. The caller stated that they were seen by the hcp and were told that the therapy was "working" (on) and the hcp would be concerned if they weren't urinating. The caller wanted to know if the device could be used for bowel control. The caller also mentioned that they were paralyzed on the left. The agent reviewed information and offered to walk the caller through the steps of changing programs. The caller stated that they didn't want to make changes to the stimulation today but would call back on monday when their daughter was there to assist them.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.